Event description:
It was reported that the right ventricular (rv) pace sense impedance measured 624ohms in (B)(6) 2013 and it measures 512ohms today. The nurse noted that impedance started out around 500ohms slowly went up to the 600ohms range and has slowly decreased within the last 6 months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the alert was triggered for high superior vena cava (svc) impedance. A lead fracture was confirmed. The pace/sense and svc were capped in pocket and rv coil remains connected to device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.